Event description:
This is filed to report unintended movement of the steerable guide catheter. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The steerable guide catheter (sgc) was difficult to advance through the anatomy so it was removed and the anatomy was dilated. On inspection of the sgc it was noted that the +/- knob was no performing as intended. When applied the sgc would move in an unintended direction. A replacement sgc was then used to completed the procedure without issue. The procedure ended with mr reduced to grade 2. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported difficult to insert (anatomy) and unintended movement could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.